Event description:
It was reported that a pericardial effusion occurred. During an atrial fibrillation ablation procedure a radiofrequency puncture generator was used to perform a transeptal puncture. At an unspecified time during the procedure the patient became hypotensive. A pericardial effusion was suspected. The patient was transferred from the surgery center to a hospital and subsequently discharged on an unreported date.